Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The powered handle stopped functioning after the second firing of the reload on the distal portion of the stomach. The stapler was not able to fire. Red flashing lights appeared, in addition two blue solid lights with a green flashing light. Status indicator lights were flashing and handle indicator light was flashing. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Visual observation noted that articulation, rotation, close/fire, open and push to fire buttons and knobs on the handle possessed paint ware typical of improper cleaning of the device. The eeprom was evaluated and was found to have the error code ¿drive_motor_stop_quad_fail¿ consecutively in the event log during previous uses. To attempt to replicate the occurrence, the unit was powered up, and water was applied to the bldc board in the region surrounding r117 and regulator lt1616. Blinking green handle status lights and solid blue status lights were observed on the device with no additional motor movement. However the ¿drive_motor_stop_quad_fail¿ error code was not present in the event log. Although engineering was able to replicate a light sequence to replace handle condition by exposing the board to moisture, this does not confirm that the board was exposed to moisture during use of the device by the account. No other visual or functional abnormalities were observed testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. However, the investigation detected a secondary condition of improper cleaning that has no relationship to the reported incident. The root cause for the discolored handle buttons may be due to improper cleaning techniques.